Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic minimed 670g system with smartguard (medtronic, northridge, ca) is a commercial hybrid closed-loop (hcl) system that was approved in 2018 for use in children older than 7 years of age. Studies of the minimed 670g system in subjects greater than 7 years old show improvement in glycemic control, but no study has described its use in younger children. The study described in the article was a retrospective analysis of patients with type 1 diabetes less than 7 years of age using the 670g hcl system at seattle children's hospital for 3 months. The researchers compared 2-week data from carelink while in manual mode with suspend before low active with those in auto mode. They used a two tailed t-test to compare variables related to glycemic control. In the study, sixteen children were reviewed [age of auto mode start: average 4.3 years (range 2¿6); 10 male]. The average time spent in auto mode was 6.3±2.9 months (range 3¿12). The researchers found that there was a statistically significant change for a1c [manual mode 7.9% (62.8mmol/mol), auto mode 7.4% (57.4mmol/mol); p-value <0.001], percentage time in range (manual mode 42.8%, auto mode 56.2%; p-value <0.001), percentage hypoglycemia (manual mode 1.3%, auto mode 2.4%; p-value 0.04), and average sensor glucose [manual mode 200mg/dl (11.1mmol/l), auto mode 176mg/dl (9.8mmol/l); p-value <0.001]. Upon completion of the study, no serious adverse events (such as hypoglycemic seizures) were reported, however the researchers did note an increase in the occurrence of hypoglycemia. Overall, the case series still demonstrated an improvement in glycemic control in very young children using the 670g hcl.